Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient passed away. The patient¿s cause of death was not reported to the MFR; however, the hospital requested an analysis of the explanted pump.